Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the spare lamp lit up due to a faulty ignitor. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, a faulty igniter was discovered and causing the reported failure mode. This was confirmed by changing out the first igniter with an olympus-test igniter and the device working properly following the switch. Furthermore, the lamp life meter was providing a reading of 500+ hours, with a confirmed expired lamp life. The socket slider switch was also found worn out and causing intermittent use of high intensity mode. From a physical inspection angle, the top cover, bottom chassis, and front panel chassis all had rust present. The front panel mouth was also found damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer initially returned her olympus evis exera ii xenon light source due to it presenting a lamp error even when lamp a was on. According to the initial reporter, the spare lamp will ignite even if lamp a is still lit. Reportedly, this event took place during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the lamp igniter had experienced a failure. This report is being submitted to capture the igniter failure confirmed during the device evaluation.